Event description:
Circuit probe removed for respiratory treatment on a micro-preemie nicu neonate per respiratory therapist. Nurse attempted to reconnect as baby was showing signs of cold stress, but could not find circuit probe. Nurse used concha probe to reconnect heart source. Temperature reading below optimal. Nurse adjusted heat source. Appropriate personnel responded to a call to troubleshoot device and recognized that connections were incorrect. Once heater connections were connected appropriately, temperature reading was above optimal range. Despite immediate adjustment of heater temp and removal from direct contact with the face, the infant suffered a burn to the nose, columella and septum.